Event description:
The following has been reported: biomed reported: "defective pump. Patient harm: unknown. 05/28/2026 update: looks like the touch screen is not working. No visible damage, however, it is unresponsive. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.